Event description:
During follow-up in clinic, noise was observed on the right ventricular (rv) lead. Lead damage was suspected. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of noise, high capture threshold, high pacing lead impedance and lead fracture could not be confirmed. As received, a partial distal portion of the lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage. Additionally an external insulation abrasion was found at the distal region of the lead breaching the optim sheath only. The silicone insulation was intact in this location. The cause of the external insulation abrasion is consistent with friction to another device or feature of the patient anatomy.

Event description:
During remote follow-up, noise was observed on the right ventricular (rv) lead. Lead damage was suspected. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.